Event description:
It was reported that a patient went to the emergency room (ER) complaining of shocking. The patient did not have their programmer and had not used it "in years." It was stated that the patient's family felt that there was an "issue" with the device. The doctor wanted a company representative to come and interrogate the device. No further information about the event was provided. If more information becomes available, a follow up report will be sent.

Manufacturer narrative:
Device used for off label indication. The indication device used for was occipital neuralgia. Product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7434a, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 3986a, lot # lc2961, implanted: (B)(6) 2004, product type lead. (B)(4).